Manufacturer narrative:
Correction: b5 should include lead information. D10 should include two tendril sts leads.

Event description:
Related manufacturer reference number: 2017865-2021-27795. Related manufacturer reference number: 2017865-2021-27798. It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker could not be interrogated due to an inappropriate magnet response. Additionally, the right ventricular and right atrial leads exhibited noise. Programming changes were made. The pacemaker and leads were later removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. As received, the telemetry communication was unstable. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker exhibited an interrogation problem due to an inappropriate magnet response. Programming changes were made. The pacemaker was later removed and replaced. The patient was stable.